Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges. Reportedly, the cartridge was not removed. The customers' blood glucose level was in the 500's (mg/dl) at the highest and the customer felt sick. The bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.